Event description:
As reported by navilyst medical's distributor in the (B)(6), while utilizing a navilyst med convenience kit during an angiogram, air entered the manifold system and bubbles presented into the coronary arteries resulting in a cardiac arrest. It was stated the pt is "recovering well." It was also indicated that air entering the coronary arteries also happened in 3 previous cases in a 6 week period, but no cardiac arrest occurred. All used devices have been discarded by the hosp.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2014 navilyst med complaint report was reviewed for the convenience kit product family and the failure modes of "air bubbles noted" and "air injected." No adverse trends were identified. As no samples were available for return, no device eval was possible, and in cannot be determined if a navilyst med device malfunctioned or in any way contributed to the reported event.